Event description:
It was reported that patient presented with multiple non sustained lead noise. Physician plans to revise the lead. No further information is available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that a merlin.net transmission showed further episodes of non-sustained lead noise with double counting of wide qrs waves. Reprogramming changes were made. The patient will be monitored with routine follow-up.